Manufacturer narrative:
(B)(4).

Event description:
A customer reported to baxter (B)(4) of an interlink continu-flo soln set2 inj sites 10 dpm administration set in which there was leaking from the tube. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: an actual sample was received for evaluation. A visual examination of the sample confirmed the reported condition of a leak from the tube. The root cause of this condition was attributed to a hole in the tubing. Pressure test under water at 8.0 psi +/- 0.5 psi of air was applied to the set and the leak due to hole was detected in the sample. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The actual defective sample is not available; however, a photo of the sample is reported to be available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If the sample/photo is received or additional information becomes available, a follow-up report will be submitted.